Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra meter read imprecisely. The medical surveillance specialist (mss) was unable to reach the pt/reporter for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported readings of 154 and 134 mg/dl performed within 20 minutes of each other. The difference between these results falls within the expected value of <=20%. She said that she did not take any action due to what she perceived were imprecise readings and that she takes pills for her diabetes and manages her diabetes with diet and/or exercise. The pt said that about a week after the issue started, her eyes felt red and she couldn't talk. She said she required treatment from emergency medical services and was given glucose tablets or glucose gel. According to the troubleshooting performed with customer service, the meter was set to the correct unit of measure at the time of testing. Although details of the pt's diabetes management are unk, this complaint is being reported because the pt alleged the readings were inaccurate or imprecise and that she suffered symptoms that required treatment for hypoglycemia.